Event description:
Customer reported a malfunction alarm identified as malf 12 on their pump, which was covered under warranty. There was no reported impact on the customer's blood glucose level as it was unknown whether it exceeded 500 mg/dl. Technical support decided to replace the malfunctioning pump and instructed the customer to switch to multiple daily injections as a backup insulin therapy. Customer was given instructions to return the defective pump within ten days using a pre-paid label, and they acknowledged the process.